Manufacturer narrative:
Unit received with blank display. Problem isolated to electronic assembly. Unable to confirm unexpected battery power loss or low battery alerts due to blank display. Unit also received with missing serial number label, missing display window cover and cracked keypad at select button. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received replaced battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.